Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be esm board pn-161658 in consequence the correction to replace the esm board resolved the issue. There was no patient or user harm.

Event description:
After the patient had finished using this c1 and restarted, the language setting became the default and the start button was grayed out. All options were lost. The event log recorded te283004,te283005,te249010,te249011,and te249004. No "off ventilation software" was recorded between event log no.136 and no.137. Event logs no.139 to no.999 were lost. No.41 to no.999 of the service log were lost. Please tell me the cause of this phenomenon and the replacement parts.